Event description:
It is reported that the apollo stopped ventilating during a case. The users bagged the patient and swapped the unit out. No reported patient injury.

Manufacturer narrative:
The investigation is ongoing. Results will be provided in a separate follow-up report.

Event description:
It is reported that the apollo stopped ventilating during a case. The users bagged the patient and swapped the unit out. No reported patient injury.

Manufacturer narrative:
He device was checked on-site by a dräger service engineer in follow-up of the event whereby the reported vent fail could not be duplicated. The device was subject to repeated self tests which were all passed without deviations. The device was tested in several ventilation modes and found working according to specification. The log file was analyzed by the manufacturer. The records indicate that the device was powered on in the morning of the doe and passed the automatic power-on self-test without restrictions. The case in question was started in man/spont with switchover to automatic ventilation after some minutes. Just from the beginning a fresh gas deficit ¿ typically the result of a significant circuit leak ¿ was present and, the device alarmed repeatedly for fg low or leak, apnea and apnea pressure as specified for this condition. The user switched several times forth and back between manual and automatic ventilation w/o any noteable improvement of the ventilation. After approx. One hour the unit was placed into standby. The evaluation of the logfile records revealed no indications for the potential presence of a technical malfunction. Automatic ventilation was restricted due to a significant leakage in the patient circuit leading to a loss of pressure, volume and fresh gas. The device issued multiple alarms indicating the disturbance of ventilation to the user. All alarms, possible causes and remedies are described in the instructions for use. It is in the nature of things that a leakage is less prominent in manual ventilation. The user simply adapts the way of squeezing the manual breathing bag and compensates the leakage. This may happen even unnoticed and leads to the perception that automatic ventilation does not work due to technical reasons but indeed there was only a leakage in the pneumatic circuit outside the device.